Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. Additionally, connector of ac on the power board has the pins bent making an incorrect connection. Power supply needs to be replaced. Air filter is exchanged. Software version 14.02.05 is installed and calibration of oxygen and pressure sensors was performed.